Event description:
It was reported that during device change out for normal end of life, externalized conductors were observed on the rv lead. The lead was capped and replaced. There were no consequences to the patient.